Event description:
The customer reported that she was treated by the paramedics due to low blood glucose levels. Assisted the customer with the test plug procedure, and it passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report numbers 2032227-2013-03022 and 3004209178-2013-95533.